Event description:
The following was reported to gore: the patient presented with increased venous pressure due to occlusion in the median cubital vein. The patient underwent a successful treatment on (B)(6) 2024, by using a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). On (B)(6) 2024, the viabahn device became occluded. The physician stated that the closure of the viabahn device was due to low inflow. On (B)(6) 2024, the patient underwent an endovascular reintervention to treat the occlusion. First a thrombectomy was performed inside the viabahn device. Then the basilic vein was moved forward and a rosen guidewire was inserted. A new 7 mm x 10 cm viabahn device (serial number (B)(6)) was advanced over the guidewire and successfully implanted into the median cubital vein. Reportedly some resistance was experienced during withdrawal of the delivery catheter. Reportedly the force required to finally remove the delivery catheter was "as expected". After removing it from the patient it was noticed that the distal tip had separated from the delivery catheter. They then used a fogarty catheter to remove the distal tip from the patient. The physician reportedly suspected that the catheter tip had become caught on the previously implanted viabahn device during removal. No harm to the patient was reported in connection with the event.

Manufacturer narrative:
B5 describe event or problem was updated. Reportedly the physician suspects that the catheter tip got caught on previously implanted viabahn device, which could not be independently confirmed during the investigation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: the delivery catheter is available, but was not returned for further investigation yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: the patient presented with increased venous pressure due to occlusion in the median cubital vein. The patient underwent a successful treatment by using a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). Over a month later, the viabahn device became closed off. The physician stated that the closure of the viabahn device was due to low inflow. On (B)(6) 2024, the patient underwent a reintervention to treat the previously placed viabahn device that occluded. The physician moved the basilic vein forward and implanted another 7mm x 10cm viabahn device (27877046) into the median cubital vein. However, the physician experienced some resistance while withdrawing the catheter after deployment. Excessive force was used while attempting to withdraw the catheter. It was noticed that the distal tip had separated from the catheter. The physician was able to retrieve the distal tip by using a fogarty catheter. There was no impact to the patient.

Manufacturer narrative:
Evaluation of received items: a) the returned device was determined to be consistent with the product listed within the complaint by means of labeling and device features. Evaluation of the returned device indicates that the endoprosthesis was deployed. The deployment line with the knob and endoprosthesis were not returned. The dual lumen and hub were unremarkable. Two kinks were seen on the distal shaft, and disturbance of both the pebax and the braided components of the distal shaft were noted. The distal tip was detached from the distal shaft, and impressions in the pebax on the sides and proximal end of the distal tip were observed. The disturbed pebax on both the distal tip and the distal shaft, as well as the disturbed braid of the distal shaft, indicate the presence of a bond between the distal tip and distal shaft prior to the separation noted in the reported complaint details. The observation of the impressions in the pebax of the distal tip, as well as the disturbed pebax and braid of the distal shaft, are consistent with detachment of the distal tip due to high forces during withdrawal of the device as reported in the complaint details. B) a device photo was provided by the complainant. The image was reviewed as part of the investigation and is consistent with the information gathered during the engineering evaluation. The image demonstrates separation of the distal tip from the distal shaft. No further information was obtained from the evaluation of the image. The primary reported failure mode, related to catheter withdrawal interference post deployment, is consistent with the condition of the returned device; however, a root cause could not be established as the clinical circumstances that may influence withdrawal of the viabahn® device could not be replicated in a laboratory setting. The reported distal tip separation was confirmed following evaluation of received items. Evidence of bond execution prior to component separation was identified during engineering evaluation. Material disturbances noted on the distal tip and shaft were found to be consistent with excessive forces reported during catheter withdrawal. Therefore, the root cause of the separation is consistent with the field¿s report of excessive force applied during withdrawal. The IFU advises against forceful withdrawal of the catheter to prevent delivery system component separation and subsequent procedural complications. The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿forcefully removing the delivery system may damage the endoprosthesis, cause the endoprosthesis to migrate, and/or cause inaccurate placement or delivery system component separation, which may require additional endovascular procedures or surgical intervention.¿